Event description:
It was reported that a patient underwent breast prosthesis implantation surgery with two 300cc mentor smooth round moderate plus profile saline breast prostheses. Post-operatively, the patient was diagnosed, via mammogram and ultrasound, with left breast implant leakage. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 19, 2025, mentor became aware that it was erronously indicated that the left breast implant was a 300cc mentor smooth round moderate plus profile catalog: 3502300 lot: 9671725 sn: (B)(6) . However, mentor have not received any information regarding which device belongs to the left side, so both the left and right implant information will be provided. A supplemental report will be submitted when clarifying information is made available.